Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing. Technical services (ts) was contacted, and ts explained s-ICD was in a slow rate sensing profile while the heartrate was fast, and so beats were likely falling into the refractory period. Limited oversensing was also noted. The s-ICD system remains in service. No adverse patient effects were reported.